Event description:
It was reported that the user saw an absence of the glucose reading on the ilet bionic pancreas display, consistent with a temporary loss of continuous glucose monitor (cgm) data transmission from a dexcom g7, and no alerts or alarms occurred during the event; values resumed by the end of the call after education on transient connection loss. No clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. User support included technical troubleshooting and education regarding cgm-to-pump signal loss and reconnection behavior. Investigation of this case revealed a transient communication interruption between the cgm and the ilet with return to normal operation, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was temporary cgm signal loss due to communication interruption.